Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date. The customer blood glucose level was 150 mg/dl to 170 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that they was inform that the counter next link 2.4 had been lost when patient was admitted to the hospital. Customer stated that they proceed with meter issue. The insulin pump will not be returned for analysis.